Manufacturer narrative:
In the course of an on-site repair the technical service representative had identified the oxygen valve of the gas mixer as the cause of the reported problem. The valve was replaced and sent back to the manufacturer for investigation. The investigation showed that electronics' fault onboard pcb way measurement of the valve was the root cause of the reported event. One component onboard pcb way measurement system was faulty and thus the control loop of the valve position delivered undefined oxygen flow. This was detected by the device internal monitoring of the respirator, which triggered warmstarts to restore ventilation. As the failure of the electronic component was a hardware failure, the warmstarts were not successful. During a warm start the device will briefly power off and then back on. This needs about 8 seconds. During this time, an emergency-breathing valve is opened automatically to allow spontaneous breathing. If the warmstart is not successful, a continuous audible alarm is activated and the emergency-breathing valve remains open to atmosphere. The audible alarms and visual messages on the screen inform the user of the device status. The ventilator has reacted on a faulty component as specified, posted alarm to alert the user and performed warmstarts. Replacement of the valve has fixed the problem.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that a patient had been connected to the ventilator for a couple of days. On (B)(6) at approximately 9am or 10am, the ventilator was running in CPAP trial for about an hour. The patient started coughing and moved, then the ventilator display went black and the function keys were flashing, the ventilator was making a squeaking noise. It was also reported that the ventilator restarted 2 times. The ventilator was swapped out, using the same exhalation valve. No injury to patient.